Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use during an interrogation, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery longevity estimator bar. The device was not used. There was no patient involvement.